Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable connectors were cleaned and regreased. The system was then found to be operating as intended.

Event description:
The customer reported the images were coming out blank after the exposure. This resulted a loss of the live image. There is no report of pt injury associated with this event.